Event description:
It was reported that during use of the pump, alarms were occurring occasionally. The pump was restarted and pumping continued. Approximately 4 hours later, the alarms reoccurred. Due to the continuing alarms, the pump was exchanged. There were no pt complications.